Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was observed to be incorrect in the past after loading the cartridge with 480 units. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate. Subsequently, after delivering 10.2 units the insulin gauge was observed to be inaccurate. The customer stated they continue to use the cartridge on the pump for insulin therapy. In addition, the customer stated they believe the insulin gauge was inaccurate at the time of the report. The customer reloaded the same cartridge and received an accurate insulin gauge reading. Customer reported blood glucose level was 150 (mg/dl). It was confirmed the customer was able to resume insulin therapy successfully.